Event description:
It was reported that "broach handle would not engage, used old style broach handle as backup."

Manufacturer narrative:
Method - functional testing, device history review, complaint history review. Eval summary: functional testing of the device revealed that the part could sometimes disengage from the broach upon either forward impaction or removal impaction. Visual inspection noted that the returned device appeared in used but very good condition with minimal signs of wear. Device history review shows no reported discrepancies. Two previous pers for this product reported the presence of undersized springs in the assembly which caused the devices to disengage unintentionally. No root cause for the undersized springs could be definitively determined. The undersized spring free height could have been the result of exposure to higher than normal temperatures; however, it is also possible the spring was subject to a marginal compressive force and took a small permanent set in free height over time. As such, no definitive root cause can be determined.